Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue however; physio downloaded and reviewed the device's electronic records and was unable to observe any discrepancies. Physio-control replaced the system pcb assembly which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently powered itself off during patient use. The customer stated that they were able to power on their device however, when they attempted to use the device, the device would power itself off. There were no adverse effects to the patient due to the reported issue. The customer reported that they are unable to report any additional patient information to physio-control.